Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), menorrhagia ("hemorrhagic menstruation"), allergy to metals ("metal allergy"), nervous system disorder ("neurological disorders"), vertigo ("vertigos"), depression ("depression"), fatigue ("chronic fatigue"), pharyngeal disorder ("ent problems"), ear disorder ("ent problems") and nasal disorder ("ent problems"). On an unknown date, the patient experienced visual impairment. The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, allergy to metals, nervous system disorder, vertigo, depression, fatigue, visual impairment, pharyngeal disorder, ear disorder and nasal disorder were resolving.